Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. The physician indicated the patient had diabetes that may have been the contributing factor of the infection.